Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a worn motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cochlear style surgeries, it was observed that the motor device, while in use with an attachment device, was vibrating with a bit of heating. The reporter further clarified that as a result, it was causing the burr to drill in a wider radius than expected. The reporter could not clarify the exact amount of occurrences. The reporter stated that it was mostly noticed while using 1 to 1.5 mm burrs. There were spare devices available for use; however, it was not reported if there were delays to the planned surgical procedure. There were no reports of injuries. It was not stated what or if medical intervention was required. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering completes the evaluation of the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.